Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
Upon placing the universa soft ureteral stent on the wire, a split was noted on the tapered end of the stent, to the first drainage port. Another device was used for the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the stent is split from first side-port through the tip. ¿suture separation¿ the complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. However, it is possible that the user technique contributed to this event. Therefore, based on the provided information a definitive root cause cannot be established or reported at this time. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.